Event description:
It was reported that while the customer was taking a blood samples from a patient her insulin pump alarmed and her blood glucose started to drop. The customer was unable to remember anything and the she was admitted in the hospital. It was stated that the customer was disconnected from the device, and when she got the insulin pump back it was alarming button error. The customer was unable to clear the alarm, and a new battery was inserted, but the alarm continued. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, scratched lcd window, cracked belt clip at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.